Manufacturer narrative:
Eight new and unused samples, and four used samples were received for evaluation. Functional testing for the four used samples produced an occlusion alarm. The most probable cause was determined to be an errant solvent during assembly. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was stated that the line is not priming and a message of an occlusion shows on the pump. An alternative batch was used and they were ok. A replacement pump was sent but the error was still occurring with this batch number. There was no patient involvement. The device evaluation revealed that during functional testing the used sample gave an occlusion alarm.